Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular lead (lv) exhibited a high out of range pacing impedance measurements of greater than 2500 ohms. Some oversensing of noise was also observed on the lv channel. As the patient is not pacemaker dependent, no changes were made to the system and the crt-d continues to remain implanted and in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient noticed their cardiac resynchronization therapy defibrillator (crt-d) was beeping, so they went into the clinic where an interrogation of their system revealed another high out of range pacing impedance measurement of greater than 2000 ohms on the left ventricular (lv) lead channel. Testing of the system was able to reproduce noise. As the patient was not dependent, no changes were made and the patient will continue to be monitored. The system remains implanted and in service. No adverse patient effects were reported.